Manufacturer narrative:
Section f10. Event problem cds, patient code. Corrected data: code 2063 inadvertently not coded in initial MDR submitted.

Event description:
Clinic notes were received for the patient's referral for replacement. Within the notes it was stated that the patient was recently diagnosed with hypertension and intractable epilepsy with status epilepticus status post vns. Patient may have inflammation, redness at the vns site, as well as pain around the site and the patient's left nipple region. The patient reported intermittent pain on the right and left side, alleged due to the vns by the patient. It was reported that below the left breast the patient has a sore spot and pain for the last week or two. The patient also reports an irritating cough since the vns was placed. Upon examination of the site, it was noted that at the incision site the site was inflamed. There was no redness, drainage, swelling or injury to the area. It was stated the vns slightly protrudes. There was no swelling underneath the skin and there was discomfort to the touch at the generator site and nipple region. Information was received from the nurse practioner that the believed relationship between the coughing and the vns is related to stimulation and also other suspect related to vns versus other medical conditions. It was stated the pain at the generator site is related to the vns implant procedure and the presence of the device. It was stated the inflammation/redness/protrusion was related to the vns implant procedure and the presence of the device. It was stated that there was no heard relationship between the hypertension and the vns, nor were they aware of status epilepticus for this patient recently and therefore no relationship was given. It was stated that referral to surgeon was done in response to asking if intervention was planned. No information was received on whether this was to preclude a serious injury or for patient comfort. No surgical intervention has been reported to date. No additional relevant information has been received to date.